Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching and redness had occurred while wearing the pod longer than 48 hours on the abdomen. Patient visited their physician and was prescribed hydrocortisone cream 1%.